Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the helix of the lead was extrinsically bent. The body of the lead was extrinsically damaged. Visual analysis of the lead indicated apparent explant damage. The analyst noted that the lead was returned with the helix fully extended and bent. And lead body was twisted and stretched. Therefore, helix couldn't be test at the time of analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month post implant the right ventricular (rv) lead triggered an alert for out-of-range / low pacing impedance. Additionally the lead displayed high threshold and diminished sensing. During the lead revision procedure the lead helix would not re-extend. The lead was removed and an alternate lead was implanted. No patient complications have been reported as a result of this event.